Event description:
On (B)(6) 2011, the pt reported there was a black dot on the display of his infusion device. He stated the black dot did not interfere with his ability to view insulin amounts. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval. E7 (electronic) error was found in the history. The test voltage of the monitor was temporarily out of the valid range. Due to this problem, the pump triggered correctly the e7 error messages. The root cause is unk. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts.